Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified spine surgical procedure, it was observed that the motor device sounded very gritty and the noise did not sound right. There was a five minute delay to the surgical procedure. A spare device was available to continue the surgery. There was patient involvement reported. It was reported that the patient was fine and there was no adverse event to patient or user. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect device manufacture date. The device manufacture date was incorrectly documented. The device manufacture date has been updated from mar 10, 2013 to mar 18, 2013. UDI: gtin is unavailable as the product was made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.